Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire system was down. A field service engineer arrived at station and observed the display was black with the unit unpowered. Cycled power and confirmed the station booted normally. Inspected the main cabinet for unresponsive drawer controllers/pmc, noting all diagnostic leds illuminated. During further inspection, the display indicated ac power loss with shutdown in progress. Swapped mains power lead to a cable that had been left unplugged from the tower. Station rebooted without issue. Verified mains ac power at the plug, reading a stable 124 vac. Inspected internal bus cables in both main and auxiliary cabinets, finding no damage. Suspected faulty customer outlet or intermittent station psu. Station later presented with a dark screen again. Investigation confirmed a power supply issue. Installed a replacement psu sourced from a station in storage, restoring full functionality for the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire system went down and there were failures in the drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.